Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the atrial septal defect (asd) and leak. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip was implanted, reducing the mr to 2. An asd was observed; therefore, an asd occluder was going to be placed for treatment. The steerable guide catheter (sgc) was left in place and an 8f sheath was inserted into the sgc hemostatic valve. After the 8f sheath was advanced, the sgc failed to seal around the sheath and air entered the sgc. Aspiration was performed, and the 8f sheath was removed and replaced with a 12f sheath. A guide wire was advanced across the septum for placement of the asd occluder, and the sgc was removed successfully. The asd occluder was implanted and the procedure was completed. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported in leak (air) in this incident could not be determined. The reported patient effect of atrial septal defect (asd) appears to be related to procedural conditions, as the steerable guide catheter is advanced through the septum in order to gain access to the left atrium. The reported patient effect of atrial septal defect (atrial perforation), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.